Manufacturer narrative:
As no further information concerning this report is available at this time our investigation is completed. This investigation will be reopened should further information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), being implanted with another manufacturer's chronic lead, exhibited a code 1004 after defibrillation threshold (dft) testing was performed. Boston scientific technical services (ts) discussed in order for code 1004, indicative of a shorted lead condition, to be displayed the shock impedance would be 12.5 ohms or less. The pocket had already been closed prior to the dfts. Ts discussed replacing both the device and the lead. The following day the pocket was reopened and both products were successfully replaced. No additional adverse patient effects were reported.